Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -14.00 diopter lens tore during injection/delivery into the right eye (od). On (B)(6) 2023 the lens was implanted, removed intra-operatively. A replacement lens was later implanted and the problem was resolved. Cause reported as user error.